Event description:
It was reported by customer that patient arrived to clinic with ivad accessed from previous day. Writer drew bloodwork from same with no issue, however observed needleless injection y-site/port to leak with flushing. Impact of incident: no apparent harm, however patient did require an unplanned poke due to needing new ivad inserted. Original ivad needle/line heparin locked and removed. New ivad needle inserted.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.